Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 20 years old and this is the first repair for this device since purchased in 1991. The inspection found that the device was received with a bent comb. Two cutters, both rusted, were returned with device. The serial number for the cutters was not visible, which indicates they were of non zimmer origin. The cause of the reported complaint cannot be verified, as it could not be tested with rusted cutters; however, it is a damaged and worn device due to a lack of preventative maintenance. The skin graft mesher IFU states: "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was tearing up the graft. Additional clinical follow up with the hospital on 05/06/2011 indicated that the operating room staff member recalled that the unit was not perforating completely and the edges were tearing. The surgeon was able to "pie-hole" perforations, and graft was used after trimming torn edges. Amount of remaining graft was sufficient, and no additional harvest required. Only a small amount of additional time, just "a few minutes" for surgeon to process graft perforations and trim.